Manufacturer narrative:
(B)(4). Batch # 1010a7942018. The analysis results found that the lx107 device was received with the handle coating damaged. However, it could not be determined what may have caused this condition. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. The batch history records were reviewed and certed by external manufacturing that the manufacturing criteria was met prior to the release of the equipment. The certificate records are accessible through external manufacturing.

Manufacturer narrative:
(B)(4). Batch # na. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during a vascular procedure, there were malformed clips from applier. Another like device was used to complete the procedure. There were no adverse consequences for the patient.